Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer had two incidents where their blood glucose level dropped. The 1st was due to over treating due to miscalculating his carbs and the 2nd incident was due to exercising and not setting a temporary basal. The customer did not troubleshoot the issue. The customer declined speaking to the help line for assistance. The customer did not return the product back for analysis.